Event description:
While traveling abroad, a patient implanted with an evoke spinal cord stimulation (scs) system was evaluated in the emergency department for a possible infection at the evoke cap12 percutaneous lead implant site. Additional details regarding the event were not provided to the saluda representative.

Event description:
The patient returned from international travel and met with a saluda representative on (B)(6) 2026. The patient reported that, during their visit to the emergency department, an explant procedure was performed and antibiotics were administered. The patient is expected to continue receiving monthly intravenous antibiotics treatment.

Manufacturer narrative:
Additional information: section b. Date of event; event description. Section d. Expiration date; explantation date. Section f. Importer event aware date; type of report; adverse event problem. Section h. Device manufacture date.